Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, auto mode switch episodes due to far r-wave oversensing was observed. The device was reprogrammed. Patient monitoring will continue.

Manufacturer narrative:
(B)(4).